Event description:
It was reported that, "after the implant was assembled, the surgeon asked to place the trial implant side by side. It became obvious that the actual implant is several mm longer than the trial. This caused more bone resection to accommodate the implant."